Manufacturer narrative:
The incident has been reported to manufacturer on (B)(6) 2010. Results of analysis will be developed in a f/u report.

Event description:
They could not change the pressure setting.